Event description:
Customer called to get more info on the alarm tone settings. She then went on by saying that today the alarm was used on a male pt with a chair sensor. When the pt got out of his chair, the alarm did sound, but the voice tone was selected. The pt was found by nurses on the floor. The nurses did not hear the alarm tone because it had been changed from tone only to voice only. The different tones setting were reviewed with the customer on how to change back to tone only. The customer was advised that the alarm should be tested before the pt is left unattended. The male patient is being checked today by a doctor for serious injuries. A follow up call was made to the facility on july 13, 2010 for condition of the pt. It was reported that the pt did not have any serious injuries. Rptr stated that the alarm gave a verbal message, but there was no tone sound. Due to other noises in the room neither the pt nor the nurse heard the verbal message. They inspected the alarm after the incident and reset the delay switch to zero and tested it. The alarm still had a delay to sound.

Manufacturer narrative:
(B)(4) - product has been requested to be returned, but has not been received. (B)(4).